Manufacturer narrative:
The complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the radial artery. The target lesion was located in the mildly tortuous and moderately calcified right coronary artery (rca). A 12x3.50mm synergy¿ drug-eluting stent was deployed to treat the lesion. However, after post-dilatation, a dissection was noted at the distal edge of the stent. An additional synergy¿ stent was then implanted distal to the first synergy¿ stent, overlapping it and covering the dissection and the procedure was completed. No patient complications were reported and the patient's status was stable.